Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that a patient received an inappropriate shock due to a long episode of atrial fibrillation. Follow-up with the physician's clinic was attempted, but no additional information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.